Event description:
An operative hysteroscopic fibroid resection procedure was in progress when the resectoscope cutting loop broke. A check of the resectoscope cutting loop electrode found that two piece of the wire loop broke off in the uterus. They were not recovered or located. Another electrode was used to complete the case. The pt did not experience any other problems.